Event description:
A customer contacted beckman coulter regarding low or suppressed result for all chemistries from the cartridge side of the synchron lx I 725 instrument. The customer indicated that many erroneously low chemistry results were reported out of the lab. Per customer, total bilirubin (tbil) and magnesium (mg) results were questioned by a nurse and a pharmacist. The customer re-tested the original samples on a different instrument in their lab for tbil and mg and obtained significantly higher results. The customer indicated that they cleaned sample probe and ran qc and then repeated all samples tested since midnight. Many corrected reports have been issued on multiple chemistries. It is unk if pt care was affected based on the erroneous results reported.

Manufacturer narrative:
A routine qc was performed around midnight in 2007 and all chemistries recovered within range. The customer indicated that there were no hardware alarms from the instrument at the time of this event. The sample clot detector was enabled. After the morning run had been reported, a nurse and a pharmacist called the lab and questioned the low results. The customer then run qc and all cartridge side chemistries were very low or suppressed. The customer contacted a hotline and per their instructions they flushed sample probe with bleach and then repeated qc. A) all chemistries recovered within established ranges. The customer rerun all samples tested since midnight. The customer did not request service for this event. Due to the potential of this event to recur unknowingly, erroneous results could be reported for any cartridge chemistry and pt treatment could be affected. 10. A partially plugged sample probe may have contributed to this event. A malfunction will be assumed for the purpose of this report.